Manufacturer narrative:
The na electrode lot number is w18 and the expiration date is 10-mar-2025. Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) found a blockage in the sample probe due to sample barrier gel. The fse replaced the sample probe, performed adjustments, cleaned the ise flow path, performed conditioning, ran ise checks, performed air purges and mechanism checks, and performed calibration and a precision check successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 147 mmol/l. The customer was prompted to repeat the sample as they were having intermittent issues with sodium results over 147 mmol/l. The sample was repeated on another cobas 8000 analyzer and the result was 140 mmol/l. The repeat result was deemed correct.